Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called adc customer service on (B)(6) 2016 and reported his adc blood glucose meter ¿does not work¿ and noted it only displays the ¿apply sample symbols¿ upon blood application. Customer further reported that due to this he was treated with insulin in an emergency room. No further information was provided as customer declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. At the time of this review, the strip lot associated with this case was outside its expiration date of 12/31/2017; therefore, retain testing of the strip lot was not able to be performed. A tripped trend review was completed for the reported complaint, freestyle freedom lite meters and freestyle test strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Model number) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer called adc customer service on (B)(6) 2016 and reported his adc blood glucose meter ¿does not work¿ and noted it only displays the ¿apply sample symbols¿ upon blood application. Customer further reported that due to this he was treated with insulin in an emergency room. No further information was provided as customer declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.